Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed the gas inlet port to be broken, confirming the reported fault. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff is tested during production for the accuracy of its manometer and valve assembly components. The neopuff technical manual states the following: "dropping the neopuff/perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". A replacement neopuff fascia and valve assembly has been supplied to the customer.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet port of an rd900 neopuff infant resuscitator has "broken off". No patient consequence was reported.